Manufacturer narrative:
This report is submitted on july 16, 2020.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the outer ear canal. The patient never received benefit with very little sound awareness and no speech perception from the device since activation in 2017. The device was explanted on (B)(6) 2020. The patient was not reimplanted with a new device.